Event description:
This is the second report of two involving the same product from the same facility. Cross reference with MFR report number: 1222895-2014-00017 (B)(4). It was reported that there is an issue involving a crwpbs (phantom base assembly). The issue was described as follows: the surfaces of the system are "strongly" corroded, color scaling almost completely gone. Therefore, the system is very sluggish. The system was purchased in (B)(6) 2014. Integra has confirmed the standard process to the hospital on cleaning and automatic washing. There was no patient involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.